Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was duplicated. Upon disassembly, the service technician found the motor assembly did not communicate properly with the console.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.